Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is august 31, 2016. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2016. It was reported via phone call that the customer's weight has been changed to(B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading ran high. The blood glucose reading was 595 mg/dl. The customer treated with a manual injection and was assisted in programming a bolus with the insulin pump. The insulin pump was not returned or replaced.